Event description:
In 2007, the patient reported that she believes her infusion device is not delivering insulin properly. She stated her blood glucose was elevated to 315 mg/dl, and she experienced a headache and dry mouth. She then bolused 5.5 units of insulin and her blood glucose decreased to 268 mg/dl. She stated that she expected her blood glucose to decrease 100 points after the bolus. Her normal blood glucose range is 100-120 mg/dl. Troubleshooting did not reveal any product issues. She stated that she use her infusion tubing longer than 6 days. She was sent replacement infusion sets to troubleshoot. Upon follow up in 2008, the patient stated that her blood glucose had returned to normal. She stated that she did not know why her blood glucose was elevated and it may have been a combination of starting use of a new infusion device and changing infusion set types. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.